Manufacturer narrative:
Follow-up # 1 ¿ (03/16/2015). The patient¿s meter has been returned on 3/3/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately low compared to their feelings and/or normal results. The medical surveillance specialist contacted the patient on (B)(6) but the patient did not wish to answer further questions. The following complaint was classified based on the original information obtained from the customer service representative (csr) documentation. The patient was unsure when the product issue first began. The patient reported obtaining a blood glucose reading of ¿below 20mg/dl¿ on the subject meter. The patient manages their diabetes with self-adjusted insulin and denied making any changes to their usual regimen in response to the alleged inaccuracy. The patient reported developing a symptom of ¿weakness¿ immediately after performing the reported blood glucose test. The patient denied receiving any treatment for this symptom. Since the patient was not willing to answer further questions, the medical surveillance specialist was not able to clarify if the patient was indeed hypoglycemic as indicated by the meter or when the alleged inaccuracy may have begun. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.